Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, when the device was being used for the excision of the lung lobe tissue, the surgeon was able to press the green button, but was not able to squeeze the handle, the stapler was not able to fire. A new device was used to complete the case. No injury.